Manufacturer narrative:
The returned device was evaluated and the pod data showed an 0x14 alarm occurred, indicating the pod was occluded. Timeouts were observed at the end of the pod's runtime. No damages or deficiencies were observed in the drive mechanism assembly that would prevent the pod from operating as intended. No issues were found in the pod that would contribute to an occlusion. It could not be determined what caused the observed timeouts and subsequent alarm during operation. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact time and cause of the soft cannula damage could not be determined. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 1 and 4 hours. In addition the patient reports receiving on occlusion alarm while wearing the pod.